Event description:
The thermachoice iii balloon was prepared by the surgeon per the manufacturer's instructions and a persistent catheter error was noted. A second thermachoice hand piece was opened and prepared per the manufacturer's instructions and the same persistent catheter error was noted. The two thermachoice hand pieces were from the same lot number. The remaining items in stock were the same lot number and the procedure was abandoned. The medical device was never introduced to the patient, therefore there was no harm to the patient.